Event description:
Customer reported the system is displaying a temperature sensor failed error message on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.